Event description:
Rptr indicated that vns pt was explanted due to infection. The pt reportedly developed redness at the neck incision site and was seen in hosp ER at which time antibiotics were prescribed. The infection had reportedly resolved, but it was later reported that the pt was explanted due to infection. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices.